Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture and separation occurred. The target lesion was located in the non tortuous and non calcified subclavian vein. A 10.0mm x 40mm, 75cm gladiator balloon catheter was advanced and inflated to the target lesion. However, the balloon ruptured at 8 atmospheres. The physician gently extracted balloon without leaving any material behind. On inspection outside patient's body, the balloon material "peeled down around proximal radiopaque marker", but material, though no longer connected at distal marker, remained intact. The procedure was completed using another unspecified balloon catheter. No patient complications were reported and patient's status was ok.

Manufacturer narrative:
(B)(4). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).